Event description:
The customer reported that the t:slim x2 pump battery would not charge. The battery charging issue did not lead to a pump shutdown or an inability to turn the pump back on, and there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using the original charging supplies, and no further assistance was required.